Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-viction (essure removal)') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On (B)(6)2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced lethargy ("lethargy"). The patient was treated with surgery (she underwent e-viction (essure removal) on (B)(6)2015). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the medical device removal and lethargy outcome was unknown. The reporter considered lethargy and medical device removal to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the event ¿lethargy¿ was added. Reporter information was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("e-viction (essure removal)") in a female patient who had essure (ess205) inserted. On an unknown date, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she underwent e-viction (essure removal) on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.